Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment(slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips (80126u118 and 80316u289) were implanted, reducing mr to 1-2. On (B)(6) 2018, an echocardiogram was performed, confirming one clip had detached from one leaflet and remained attached to the other leaflet (slda). Mr increased to 4. (Unknown which clip had the slda). On (B)(6) 2018, a second mitraclip procedure was performed. Two clips were implanted stabilizing the slda clip and reducing mr to 2. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The expiration date and date of manufacture are reported as unknown, because it could not be confirmed which of two clips experienced the slda; therefore, the information is reported as follows: lot# 80126u118: manufacturing date: 01/2018, expiration date: 01/26/2019. Lot# 80316u289: manufacturing date: 03/2018, expiration date: 03/19/2019. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no evidence of a lot-specific product quality issue. The reported patient effect of worsening regurgitation (mr), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported worsening mr appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.